Event description:
Consumer complaint of high blood results. Customer normally is 180mg/dl fasting. Based on parkes error grid analysis, the bias between the highest result given (385) and the normal result (180) is located in zone c. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.